Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 4.0x18mm xience skypoint stent was implanted on (B)(6) 2023. On (B)(6) 2023, the patient complained of itchy hands and feet, flushing, and hives. He took zyrtec and benadryl and the symptoms subsided for a day. The following day, (B)(6) 2023, he experienced hiccups that lasted all day long, and difficulty swallowing due to pressure and pain in his throat. Eating and drinking liquids was difficult due to the pain in his throat. He went to urgent care where a computed tomography (CT) scan was performed which showed irritation of the chest and inflammation around the heart. The physician could not explain anything and suggested he follow up with his primary care physician. He followed up with his primary care physician; however, an endoscopy procedure could not be performed due to the discomfort in his throat. He then started to feel immense pain in his joints and could not walk. He consulted with a rheumatologist and blood work was performed which showed inflammatory markers were elevated. He was prescribed prednisone for the joint pain. The joint pain was better by (B)(6) 2023. He then saw a gastroenterologist who did not find anything to be a cause of the inflammation or pain/swelling in the throat. He was then admitted into the hospital on (B)(6) 2023 due to the throat pain/swelling and diarrhea. He was administered medication and IV liquids however he started experiencing burning of the mouth and skin sensitivity. The only known allergies are to niacin, which he had similar reactions to. The patient is still in the hospital. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of pain, edema and hypersensitivity are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.